Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported low battery longevity in the insulin pump. There was no significant event reported leading up to the complaint. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the battery issues. After receiving the battery cap, the customer called the helpline back to report continued low battery longevity. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan if needed until the replacement arrived. The customer's blood glucose value was 82 mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.